Event description:
The patient reported that the cannula for this device was very painful when it inserted and then when the pod was removed she felt a pull and observed a "sliver" of the cannula was still in her skin. She did not report how long she wore this pod. She used a "drying salve" to try to draw the sliver out, but wasn't sure it had worked. A week later she went to the emergency room due to a 6 cm infection which was hot to the touch. They cut it open and drained it. The device was discarded.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the condition of the cannula. No product lot number was reported therefore no qualification and sterilization records could be reviewed. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider." It advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling redness, discharge, or heat."